Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the transmitter did not blink when connected to the sensor. The sensor's electrode was missing. Customer's blood glucose level was 7 mmol/l. The device was not returned.